Manufacturer narrative:
Product complaint #(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, the patient complaints of pain. MRI scan show large fluid collection consistent with metallosis which was felt to be a pseudotumor. The patient was then revised for failed left tha secondary to metallosis. Operative notes reported that there was 20ml of cloudy yellow fluid. The scarred anterior capsule was excised using electrocautery. There was noted to be surrounding necrotic tissues secondary to metallosis. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip. The patient has bilateral hip implants, please see (B)(4) for the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.